Manufacturer narrative:
Other relevant history added. Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Evaluation codes added. Product evaluation: failure analysis for fiber 0010-2400-732a-1946: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at bevel edge; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at (B)(4) joules of use and 8:50 minutes, the laser energy was noted to be coming out of the fiber tip; tip did not detach. The fiber was exchanged and the second fiber exhibited bad connection error at (B)(4) joule and 0 minute. Reportedly, the connector was missing a contact. The fiber tip (cap) of first fiber was cleaned but the tip of the second fiber was not cleaned during the procedure. The procedure was completed utilizing a third fiber. Patient outcome: no patient injury was reported. This report is for first fiber.